Manufacturer narrative:
Pump reported in MFR# 2916596-2019-03835. The centrimag motor is expected to be returned for analysis but has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with an extracorporeal circulatory support pump on (B)(6) 2019. It was reported that the patient was in cardiogenic shock and was initiated on dual centrimag acute support with an oxygenator attached to the right-sided support. Going into the intensive care unit (ICU), the left ventricular assist device (lvad) was set at 4000 with 4.7lpm flow and the right vad was set at 2700 with 4lpm flow. Approximately an hour after getting into the ICU from the operating room, the cardiologist received an s3 alarm with a loud noise coming from the motor and pump on the lvad and that the motor was hot to the touch. Healthcare professionals immediately switched to the backup motor and there have been no alarms since. The patient was in critical health status due to being in shock and not due to the event. It was also reported that there was additional incident on (B)(6) 2019 in the evening following the switch to full backup system due to rattling sound from pump and s3 alarm. No further alarms have occurred since the switch to full backup system. Photos were provided of the pump secured in the motor on the new system to ensure secure pump placement. On (B)(6) 2019, the patient experienced significant flow fluctuations and apparent suck down at drainage cannula. Volume was given to the patient but flow fluctuations persisted. The patient was taken to the catheterization lab where a "huge left ventricle thrombus" was identified. This was thought to be the cause of the drop in flow and flow fluctuations and the patient was otherwise doing fine. Treatment for the thrombus was to explant the centrimag and implant with a heartmate 3 lvad on (B)(6) 2019.

Manufacturer narrative:
H4: additional information. Manufacturer's investigation conclusion: the reported event of a s3 alarm as well as the motor being hot and making a loud noise was not confirmed. The centrimag motor was returned for analysis to mcs pleasanton and was evaluated and tested. The motor was previously recalibrated at mcs zurich. A full functional check out was performed per procedure and all tests were passed. The motor was returned to the customer. The reported event was unable to be reproduced. The root cause for the reported event was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: the centrimag primary console is reported under MFR # 2916596-2020-00153.